Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation summary: a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secure. The mlla (male luer lock adapter) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test noted the handle actuates the basket formation. A visual examination noted that one of the basket wires has pulled loose from the cannula. The other three wires are secure. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported upon opening the package found the ncircle tipless stone extractor basket broken. No patient involvement. No adverse effects or consequences were reported to the patient due to this occurrence.